Event description:
The patient felt faint at 3:00am in the morning; therefore tested pt's blood glucose and received a 90 mg/dl. Patient then tested on relativie's meter and received a 40 mg/dl (invalid comparision). The pt contacted emergency services and was tested on the hosp device and also received a low reading of 42 mg/dl. The pt was treated with two tubes of glucose and was taken to the hosp. The pt was in the hospital for three days and was diagnosed as having hypoglycemia. The pt mentioned that the day before the readings had been in the 200's, but was unable to provide further information about the incident or the readings the day before. The test strips the pt had been using were expired. Using expired test strips can lead ot false blood glucose readings. The technique of applying blood on the test strips was correct. Readings did not match the pt's symptoms, since the pt was using expired test strips. The pt suffered a serious injury; and user error may have contributed to the injury, since the pt was using expired test strips and there could have was using expired test strips and there could have been a delay in treatment.